Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one titanium low profile port attached to a groshong catheter was returned for evaluation. Visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture and identified deformation due to compressive stress and naturally worn issues as a partial circumferential break was noted approximately 5.3cm from the distal end of the cath-lock and two circumferential splits were noted approximately 6.5cm and 7.7cm from the distal end of the cath-lock. The edges of the partial circumferential break were noted to be jagged and rounded with smooth and granular surface. The edges of the circumferential splits were jagged and rounded with smooth surfaces. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately one year post port device implant and upon removal of the device, the catheter was allegedly found to be damaged in three places. The port was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that post port device implant and upon removal of the device, the catheter was allegedly found to be damaged in three places. There was no reported patient injury.